Manufacturer narrative:
H3, h6: the atp console was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm b01, fdr c19, and fdc d14 are applicable to the cable analysis. The indicator was returned to medtronic for analysis. Testing was conducted and the issue was confirmed. The indicator and battery were unstable. Fdm b01, fdr c02, and fdc d02 are applicable to the cable analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000052, serial/lot: (B)(6) h3, h6: an additional system checkout was performed. The indicator panel that was out of stock was replaced. Normal operation was confirmed during the operation test. The system functions as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: d11: product ID bi71000579 updated to bi31000127, lot number is rev. 3 : s/n (B)(6). Product ID bi71000052 updated to bi70000052, lot number is rev. 2 : s/n n/a. H3) the atp board and indicator panel assembly have been received by the manufacturer. However, analysis has not been completed at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided stating that there was a second occurrence of this issue during another procedure on (B)(6) 2020. A reboot resolved this issue.

Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was not related to a software issue. Log investigation found the event is due to hardware issue (recoverable error #33 no communication between generator and serial console or pc unit). This event was resolved by system reboot. It was clarified that the software was functioning as designed. Fdm 10, fdr 213, and fdc 67 are applicable to the software analysis. A medtronic representative went to the site to perform a system checkout. No reproducibility of the event was observed. However, replacement of the system control board was performed. Auto-calibration was performed and normal operation was confirmed in the operation test. After replacing the system control board, the issues with calibration in the previous checkout were improved. Fdm 10, fdr 114, fdc 4307 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. Concomitant medical products: other relevant device(s) are: product ID: bi71000579, serial/lot #: (B)(4), ubd: unk, UDI#: (B)(4). A manufacturer representative visited the hospital on the same day. Although the phenomenon did not occur at the time of visit, the reported product was replaced considering the possibility of atp console etos failure. After replacement, both 2d and 3d could take image, but the kv's initial value of 2d became 120kv multiple times. When the image was taken with auto bright, it returned to the normal value, but it occurred randomly. And when an attempt was made to perform the fuloro gain calibration, the kv was displayed as 125 kv multiple times randomly. When the gain calibration was performed after the kv was set to normal value manually, the calibration could be performed normally, but the cause was unknown. In addition, the led indicators of ias system on and battery charge lit on for a while and then went off for a while. Since the phenomenon occurred when the cable was shaken, it was suspected that the cable had broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar (lower/mid spine) procedure. It was reported that the x-rays did not appear during surgery occurred. Both 2d and 3d could not take image. After restarting, the image could be taken, and the surgery was completed without problems. There was a delay less than an hour. There was no impact to patient outcome.